Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised due to a fracture on (B)(6) 2020. Glenoid baseplate, humeral cup, glenosphere and associated screws were removed and replaced by a double taper and a helmet head. Other information about explanted product or date of primary surgery are unavailable.